Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. The surgeon started the first firing to the pulmonary parenchyma, however, the device stopped after firing 30mm. Then the surgeon pulled the black return knob back and removed the device from the tissue with no problem. Replaced by a new device and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.